Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to emergency room after receiving inappropriate shock therapies. Device interrogation revealed noise as the cause of the inappropriate shocks. The tachy therapy setting was disabled. The patient was admitted to the hospital in stable condition.